Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon split in half inside - vagina [foreign body in reproductive tract]. Painful - vagina [vulvovaginal pain]. Tampon split in half, disintegrated [device breakage]. Unpleasant feeling - vagina [vulvovaginal discomfort]. Case description: consumer contacted via e-mail and stated that a tampon split in half inside of her. No serious injury was reported.

Event description:
Tampon split in half inside - vagina [foreign body in reproductive tract] painful - vagina [vulvovaginal pain] tampon split in half, disintegrated [device breakage] unpleasant feeling - vagina [vulvovaginal discomfort] case description: consumer contacted via e-mail and stated that a tampon split in half inside of her. No serious injury was reported.

Manufacturer narrative:
17-aug-2020 product investigation results: no failure could be identified as a result of the investigation.